Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5171328 / 5154302. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead was fractured and had several high impedances on the other lead. The patient experienced a difficulty and frequent charging of the implantable pulse generator (ipg). The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.